Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc blood glucose meter had been continuously displaying the same unspecified reading. It was further reported that on (B)(6) 2015, the customer experienced a headache and dizziness and self-presented to a local hospital. Upon arrival at the hospital, customer was reportedly diagnosed with "hypoglycemia" and injected with insulin. There was no report of death or permanent impairment associated with this event.